Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen, which is off label usage of the device on 07-08-2024. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by manufacturer - additional information. G6: type of report - follow-up. H2: type of follow up - correction. H3: device evaluated by mfg - correction. H6: type of investigation - correction. H6: investigation findings - correction.

Event description:
Subsequent to the initial supplemental, a correction is required. It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen, which is off label of the device, on 07-08-2024. Product was provided for investigation. An external visual inspection was performed and passed. The allegation was undetermined via product. The probable cause could not be determined. No injury or medical intervention was reported.